Manufacturer narrative:
A thorough investigation was not able to be performed as no product code, lot number, or sample was provided. According to the article, by making use of this novel technique, twenty-one patients over a two-year period with various forms of central venous stenosis, catheter dependence, or failing existing arteriovenous access have been successfully converted to stable long term non catheter based upper extremity access. The author of the article was contacted and replied that they did not have any problems with the use of flixene.

Event description:
Received an article published in the scientific world journal titled "modification of the hero graft allowing earlier cannulation and reduction in catheter dependent days in patients with end stage renal disease: a single center retrospective review." According to the study, a hero graft was placed in eligible patients who were considered to be catheter dependent for life. By combining the hero graft system with a flixene graft, patients were able to remove catheters sooner or avoid placement as they could undergo cannulation for hemodialysis the next day. Per the study, four patients suffered infections.